Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional informaiton received reported the customer recalled that the catheter tip was expected to be in the posterior temporal branch of the middle cerebral artery.

Manufacturer narrative:
Product analysis: as found condition: the marathon catheter was returned for analysis within a shipping box and a plastic bio-pouch. Damage location details: no damages were found with the marathon catheter hub. No bends or kinks were found with the marathon catheter body. The marathon catheter distal marker/tip was found to be separated from the catheter and not returned. It was reported the distal tip remains within the onyx cast. The tubing material at the catheter separated end exhibited plastic deformation (jagged edges), indicating the catheter likely separated due to tensile failure. Testing/analysis: the marathon catheter was flushed, water and what appears to be an orange liquid (likely iodine) exited the distal tip. Conclusion: based on the device analysis and reported information, the customer¿s ¿catheter separation¿ report was confirmed as the marathon catheter distal marker/tip was found to be separated from the catheter. The catheter likely separated as the marathon catheter was retrieved against resistance exceeding the tensile strength of the catheter. The event was reported to have occurred during onyx embolization; however, no evidence of onyx was found with the returned marathon catheter. Further clarification on the exact sequence of events is required to determine the cause of the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the distributor has confirmed with the customer that it happened during the onyx embolization procedure. The coil was first filled with marathon, and then the catheter tip was found to have fallen off when the glue was applied. After the hospital returned the product to the warehouse, the distributor treated it with iodophor and sent it out by express.

Manufacturer narrative:
H3: product analysis as found condition: the marathon catheter was returned for analysis within a shipping box and a plastic bio-pouch. Damage location details: no damages were found with the marathon catheter hub. No bends or kinks were found with the marathon catheter body. The marathon catheter distal marker/tip was found to be separated from the catheter and not returned. It was reported the distal tip remains within the onyx cast. The tubing material at the catheter separated end exhibited plastic deformation (jagged edges), indicating the catheter likely separated due to tensile failure. Testing/analysis: the marathon catheter was flushed, water and what appears to be an orange liquid (likely iodine) exited the distal tip. Conclusion: based on the device analysis and reported information, the customer¿s ¿catheter separation¿ report was confirmed as the marathon catheter distal marker/tip was found to be separated from the catheter. The catheter likely separated as the marathon catheter was retrieved against resistance exceeding the tensile strength of the catheter. The event was reported to have occurred during onyx embolization; however, no evidence of onyx was found with the returned marathon catheter. Further clarification on the exact sequence of events is required to determine the cause of the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a marathon catheter ruptured/broke with onyx. The patient was undergoing surgery for treatment of an arteriovenous malformation/malformation mass. The abnormality was not located in the eloquent region. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. The access vessel was the femoral artery with a diameter of about 8mm. It was reported that the surgeon was treating the aneurysm malformation, establishing the access, and putting the floating microcatheter marathon in place. The guidewire was removed and the coil filling began. The first apb-3-8 coil was found to be stretched during the hoop formation and adjustment process and then it was removed with the marathon. Then the microcatheter was put in place again with the guidewire, and the second coil 3-6 was used to continue the operation. After filling two coils, the surgeon began to inject onyx. It went smoothly at first, but resistance was found when the catheter was removed after injecting one glue. The surgeon gently pushed and pulled and moved the microcatheter, and then pulled it out of the body. At this time, it was found that the distal tip of the pulled-out microcatheter was broken, and then the broken tip was not found in the guiding. Considering that the embolization was complete, the surgery was completed. There was no friction or difficulty during delivery. The injection rate was 0.1 ml/min. The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a 6f puncture sheath, 6f guiding catheter, marathon microcatheter, mirage guidewire, and onyx.

Manufacturer narrative:
Continuation of d10: product ID: apb-3-8-3d-es (lot: 224065647); implant date: n/a; explant date: n/a; product ID: 105-7000-060 (b444133). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that there were no issues that resulted in the coil stretch that was found. When the hoop was formed and the coil was filled normally, the coil was stretched. Tip detachment occurred when the catheter was removed from the body. There was no resistance when the marathon was being advanced. The catheter tip was embedded in the onyx cast but it could be moved. After the glue injection, the catheter was also removed from the body. The catheter tip was left in the patient. There are no future plans currently to retrieve the catheter tip. The soft section 2-3 cm was broken. There was no kink or damage noted on any of the devices.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.